Manufacturer narrative:
The power supply was returned for investigation. The root cause was found to be poor cooling performance of one fan. Additionally a lot of dust had settled inside the power supply. With the poor cooling performance of the fan, this dust reduces the cooling performance even more. In the case of a burning component, the dust may generate additional smoke. The instrument was installed in (B)(6) 2006. Neither the power supply nor its cooling fan had ever been replaced. Mandatory replacement of the fan is required every 3 years. No injury was reported by the customer. Three recommendations were provided: for existing power supplies- the cobas integra 400+ procedure was updated to include a cleaning procedure in the half year maintenance and replacement of the fan assembly power supply main every 3 years. Improvement of existing type of power supply- a new over temperature protection switch began to be installed. New type of power supply- a kit power retrofit was introduced.

Manufacturer narrative:
The power supply has been requested by roche to be sent in for evaluation.

Event description:
The field service representative notified roche of this event on behalf of the roche trained biomedical technician (bmet) who is the on-site instrument repairman. The power supply of the cobas integra 400+ analyzer failed and smoke came from the instrument causing the small room to be evacuated. All laboratory personnel left the area, a code red was called at the account and the fire department responded. According to the bmet the analyzer's power supply burnt causing a lot of smoke to come out of the analyzer. There were never any visible flames. No patient samples were involved in the event. No one was hospitalized, treated or injured due to the event. The serial number of the power supply was (B)(4). The analyzer was installed (B)(6) 2006 and the power supply and power supply fan have not been replaced. According to the bmet, the analyzer was rarely used and the power supply was cleaned every six months during preventative maintenance. The bmet repaired the analyzer and had it back up and running within an hour.